Manufacturer narrative:
Product complaint #(B)(4). Corrected information: h6. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/22/2025. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested; the following was obtained: how do I send this item back for investigation? I have the product ready to be shipped and was told I would be given instructions. How many devices demonstrated the alleged deficiency? I was only given the one device, the doctor said he had been having trouble with this specific suture for a few of his cases. Did the event occur during one or multiple patient procedures? This specific event happened during one patient procedure; the doctor had been having other issues with the suture on other procedures but this is the first time the actual suture broke. What is the total number of procedures? 1. Have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? Not that I know of, no. Could you kindly perform the follow-up attempt for the product return? Please ensure that the shipment tracking number is provided. I have never sent an item back for investigation. I would be happy to send the product back for return. Can I please be given instructions on how to do so. Please provide the source or name of person providing answers to follow-up questions: I will try to provide any additional information to follow up questions. I was brought into the room during the surgery and saw that the suture had broke. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported that the suture product broke during surgery. They have been having issues with the whole box of sutures. No adverse impact to the patient/user was reported. The device is available for return. Additional information was requested.